Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a surgical procedure wherein the ipg was explanted and replaced. It was initially thought that the ipg was inoperable and will be replaced, however it was found intra-op that the ipg was functioning as normal. The decision was made to still replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.